Manufacturer narrative:
Covidien reference number (B)(4). Covidien received information stating that, while in use on a patient the screen on a 980 ventilator was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the device and verified the reported event. The se updated the flash drive and software. The device then passed all testing.

Event description:
It was reported that a ventilator screen was locking up. There was no report of patient involvement.